Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set canula was kinked on (B)(6) 2024. The patient had 3 kinked cannulas in a row when trying to change her infusion set. The event was noticed within 3 hours of insertion. The insertion site was abdomen. The blood glucose value was noticed with unknown specific value but displayed high. The high blood glucose was managed by bolus pump. The patient started the pump in january and has had intermittent infusion set issues. The patient had started inserting device manually as this has worked best for her. She previously used the quick set manually. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01371-device 2 of 3.